Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 14 myocardial infarction adverse events which are considered serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.

Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the reported myocardial infarction could not be determined. Furthermore, the reported patient effect of myocardial infarction is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.